Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/ edema/breast pain was received on oct 01, 2024, with lot number 3210949. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ edema: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported device rupture diagnosed via ultrasound and confirmed during surgery. Subsequently, physician reported swelling, pain, stinging and burning sensation in breast. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported device rupture diagnosed via ultrasound and confirmed during surgery. Subsequently, physician reported swelling, pain, stinging and burning sensation in breast. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side

Manufacturer narrative:
Additional, correction, and/or changed data: d.4, h.4.

Event description:
Patient reported device rupture diagnosed via ultrasound and confirmed during surgery. Subsequently, physician reported swelling, pain, stinging and burning sensation in breast. The device has been explanted and replaced with another manufacturer's device. This relates to an unknown side.